Manufacturer narrative:
Product analysis: the complaint was partially confirmed. The battery was found to be depleted and unable to charge, and the programmer was intermittently unable to power on with the battery installed. The battery was replaced. The external power supply was not returned with the programmer, and no power loss was observed during testing with a known good supply. The programmer was returned with a replacement power supply. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was alternatively unable to power on, and unable to maintain a powered state. The programmer was returned for service. There was no patient involvement.